Manufacturer narrative:
One device was received for analysis of complaint of error message: cassette not connected correctly, replace cassette. Review of event log found "cassette not connected correctly, replace cassette" alarm messages. Investigation of the service history of this device shows that this device has not been in for service yet. Visual and functional testing was performed. The cause of the reported issue was nonfunctional downstream occlusion (dso) sensor and was resolved by replacement the dso sensor. The reported issue was determined to be caused by a nonfunctional, damaged dso sensor.

Event description:
It was stated that the pump displayed error message: cassette not connected correctly, replace cassette. No patient harm was reported.